Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery using a penumbra system pump max canister kit (canister). During the procedure, the physician turned on the penumbra aspiration pump max 110 (pump max) to aspirate the thrombus but was unable to confirm that the thrombus was dropping back into the canister. The physician confirmed that the aspiration tubing was working normally because the thrombus could be seen passing through it. The aspiration gauge was also observed to be working normally. The physician then removed the canister and completed the procedure using a new canister. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: both filters to the penumbra system non-sterile pump max canister (canister) had blood on them. Conclusion: evaluation of the returned device revealed that both filters to the canister had blood on them. This type of damage typically occurs due to improper handling during use. If the aspiration tubing or canister tubing is not connected to the correct port on the canister lid, it is likely that an issue like this will occur. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.